Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation (afib) with a thermocool® smart touch® sf bi-directional navigation catheter, and thrombus/clot and occlusion/no irrigation issues occurred. During ablation, abnormal unspecified impedance values displayed. Upon removal of the smarttouch sf catheter, a clot adhered to the catheter and irrigation could not be performed. Pump was re-booted. The smarttouch sf catheter was replaced and the procedure was completed without patient consequences. Occlusion/no irrigation and abnormal impedance issues are not reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. The thrombus clot issue has been assessed as reportable.

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure for atrial fibrillation (afib) with a thermocool® smart touch® sf bi-directional navigation catheter, and thrombus/clot and occlusion/no irrigation issues occurred. On 11/8/2018, additional information was received indicating that no error messages or product problem were observed on the thermocool® smart touch® sf bi-directional navigation catheter were observed. However, an impedance rise was observed. The system did not continue to ablate above the impedance cut off value. The generator was used in power control mode. The patient received and unspecified anticoagulant during the procedure. The patient did not exhibit any neurological symptoms since the procedure was completed. Manufacture ref no: (B)(4).